Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. Ten days later, consumer sought medical treatment for pain and redness of one piercing site. Consumer was prescribed antibiotics for allergic reaction.